Event description:
Customer reports that the clips are dropping off the applier into the patient. No further information is available. No patient injury or medical intervention reported.

Manufacturer narrative:
No sample was returned for evaluation. Investigation is ongoing, awaiting DHR from MFR. Additional lot number 2610032-016.